Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a downstream occlusion even when not connected to the patient. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A downstream occlusion sensor test was performed, and the results failed. The reported condition was verified. The unit alarmed system error 21503, occlusion sensor railed failure while performing the downstream occlusion sensor test. Evaluation determined the plunger is the failed component and requires replacement. An event history log review was performed, and multiple occurrences of downstream occlusion alarms were observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.